Event description:
Medtronic received information that an apollo catheter was ruptured and broken. The patient was undergoing mav treatment. The access vessel was the right femoral artery with a diameter was 7mm. The vessel tortuosity was normal. The devices were prepared according to the instructions for use (IFU). The doctor reported that he injected contrast medium and they observed that the liquid came out from the bottom, he reinjected it and the problem persisted, so the catheter was immediately withdrawn. When removing they observe that it has a fissure. The rupture was in the distal location. There was no friction or difficulty during delivery. No other damages were found. The injections rate was 10cc. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the apollo micro catheter was returned for analysis within an inner pouch; inside a biohazard plastic bag and a shipping box. ¿ visual inspection/damage location details: no damages were found with the apollo distal marker/tip. The entire surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at ~22.0 cm from the distal tip. ¿ testing/analysis: the apollo usable length was measured to be within specifications. The catheter was flushed with water and found not patent as it was found to be occluded with contrast. ¿ conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have "catheter ruptured" as the returned apollo micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance. There was no non-conformance to specifications identified that led to the reported issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.